Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that all four of her programs were not helping with her symptoms. She had tried adjusting her settings within each program but stimulation was either too high and she couldn't handle it or it didn't help with the symptoms. She wanted to be reprogrammed by a manufacturer representative (rep). She was redirected to her healthcare provider (hcp) and it was noted that she did not have a current hcp as she travels full time in an rv. This event had occurred since (B)(6) 2015. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the patient indicated that none of the programs helped. It was noted that the device worked well in the beginning, but now it didn't help as much. A hcp added a program, which helped a little, but was still not working as the patient expected. The patient still was having issues, and the indicated that the hcp gave them medication to take. It was mentioned that the patient had not taken the medication yet because a heart hcp put them on lasix. The patient hoped to start taking the medications soon, so they could stop having a catheter.

Manufacturer narrative:
Product ID 3889-28 lot# va0qt5b implanted: (B)(6)2015 product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Patient code (B)(4) , eval code-result 3221, and eval code-conclusion 67 apply to interstim ii (serial#(B)(4)) ) and lead (lot#va0qt5b). Applies to interstim ii (serial#(B)(4)) and lead (lot#va0qt5b). Eval code method 4117 applies to interstim ii (serial#(B)(4)) ) only. Eval code method 4114 applies to lead (lot#va0qt5b) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they went to see their healthcare provider (hcp) to have the lead replaced because the first location wasn't managing their symptoms. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device wasn't doing anything for them anymore and was not helping their symptoms. It was noted that the implanted neurostimulator (ins) was on and they could feel stimulation. They tried increasing and had gone through all of the programs, staying on each program for a couple of days. The last time they were at a doctor, they added two more programs but, for some reason, their patient programmer (pp) was still showing four. It was found that they could only have four programs at a time. They were considering having the device out, but was afraid to do so because their symptoms might get worse. They stated that this issue started a while ago, but they did not know when, saying that it was probably two months prior to the report. It was noted that, over the last month prior to the report, it had gotten really bad and the last week was really bad. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.